Manufacturer narrative:
Analysis was unable to confirm the customer's allegation. Temperature test could not be performed as motor was stalling. Also found corrosion around motor. Actions required include damaged motor cable assembly to be replaced along with associated parts. Hp to be tested to manufacturer specifications. The handpiece has been tested to specifications. All tests passed. No faults were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare provider (hcp) that the device was overheating during the operation. No patient impact was reported.